Manufacturer narrative:
Actual device in event was evaluated. Chemical tests were performed, both descriptive and assay. Both the product that was returned and the retain samples were tested and found all products to be within specification. Manufacturing and quality assurance records for lot #p541 have been reviewed and confirm satisfactory checks and controls were performed during the production of this batch.

Event description:
On (B)(6) 2005 - patient was given a vaginal examination using surgilube, 5 grams. Patient experienced burning sensation in vaginal area.